Manufacturer narrative:
Manufacturers investigation conclusion: a direct correlation between the reported event and heartmate 3 lvas, serial number (B)(4) could not conclusively be determined through this evaluation. The hm3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device: 1 year. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was found down on (B)(6) 2019 due to an unknown reason. Per the account, it is unknown if the device will be returned for evaluation. No further information was provided.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. Additional information was received on 1(B)(6) 2019 which stated that the cause of expiration was severe ischemic cardiomyopathy. No further information was provided.

Event description:
Additional information was received on (B)(6) 2019. It was reported that the cause of death was cardiac arrest. The patient was found down at home, emergency medical services (ems) declared patient deceased.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.